Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 20 issue was verified. Based on the analysis, the alleged cartridge alarm 5 issue was verified in the pump logs; however, no failure was identified.